Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is combination product. (B)(4). The stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The stent was damaged at the distal end. The stent struts on the two most distal rows were slightly raised and misaligned. The stent damage is consistent with the stent meeting an obstruction. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was broken 356mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-feb-2015. It was reported that shaft kink occurred. The target lesion was located in the right posterolateral artery (rpl). A 3.00x12mm promus premier¿ stent was advanced into a guide catheter next to a buddy wire however it was noted that the shaft of the device was kinked. The procedure was completed using another promus premier¿ stent. No patient complications were reported and the patient¿s status was fine. However, returned device analysis revealed stent damage and hypotube break.